Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2.0 mg/ml dilaudid at an unknown dose and 1000 mcg/ml baclofen at an unknown dose via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that about 6 months ago, the doctor increased the medication and the patient was overdosing. The patient had to go to the local hospital. The hospital could not find a local doctor and had to have a manufacturer representative (rep) come to the hospital to readjust the pump. The overdose was then resolved. No further issues were reported or anticipated.